Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving morphine (10 mg/ml at .528/day) via an implanted pump. The indication for pump use was non-malignant pain. The pump logs received on (B)(6) 2015 indicated that a motor stall occurred on (B)(6) 2015 14:50 and recovered on (B)(6) 2015 at 16:57. The cause of the motor stall, patient symptoms related to the stall, troubleshooting performed, and actions/interventions taken to resolve the stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.